Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible far field r-wave (ffrw) oversensing of the right atrial (ra) lead was noted on the stored atrial electrograms (egm) which the device falsely classified as atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.